Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer reports, "when he takes the cap off or when he puts the needle into the insulin, the needle breaks easily."

Manufacturer narrative:
An investigation is currently underway upon completion, the results will be forwarded.